Event description:
User called into emergency support program line to request and report issue during use linear 40cc intra aortic balloon (iab) had arterial waveform issue and the iab was also migrated. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (medical device code, investigation type, investigation findings, investigation conclusion), h11 corrected fields: b5, e3, e1 initial reporter name, event site telephone. Review of the waveform showed absent diastolic augmentation, suggesting ineffective balloon function. Despite successful aspiration and flushing of the inner lumen, the waveform did not improve, indicating the issue was not related to lumen patency. Guidance was given that the balloon tip should be positioned between the 2nd and 3rd intercostal space, and a stat chest x ray was requested to confirm placement. Follow up later indicated waveform improvement, though confirmation of positioning was not provided.

Event description:
User called into emergency support program line to request and report issue during use linear 40cc intra aortic balloon (iab) had arterial waveform issue. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitations in e1 event site name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).